Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower impeller seized up. The blower assembly requires replacement to address the issue. However, no repairs were completed because the device was scrapped.